Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Post procedure stenosis was less than 10% with timi iii flow. The patient was transferred back to the ICU post procedure, where she continued to experience respiratory insufficiency and progressed to respiratory failure requiring bilevel positive airway pressure(bipap) ventilation. The patients hemoglobin and hematocrit dropped the following day, requiring a transfusion of 2 units of red blood cells. The patient remained in the ICU for several days and progressed from bipap to a non-rebreather. The patient was transferred to telemetry and was then discharged on (B)(6) 2010, in stable condition. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Angina, anemia, myocardial infarction (mi), and restenosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a trial that on (B)(6) 2010, due to stable angina and a positive stress test, the patient underwent the index procedure and after predilatation, 4 drug eluting stents (des) were deployed; a 3.0 x 38 mm non-abbott stent deployed to the mid left anterior descending (lad), two non-abbott stents deployed to the saphenous vein graft (svg) to the first obtuse marginal branch (om), followed by the 3.0 x 12 mm promus stent deployed to a second lesion in the svg to the first om. Post procedure residual stenosis was 10% and timi iii flow in the treated lesions. The patient was discharged on (B)(6) 2010. On (B)(6) 2010, the patient was admitted to the hospital with shortness of breath and chest pain and was diagnosed with a non-st myocardial infarction. The patient was life-flighted to another hospital where she was placed in intensive care, and was medically treated for chest pain. On (B)(6) 2010, angiography was performed, which revealed an 80-90% in-stent restenosis of a previously placed study stent in mid lad. The svg to the om revealed a 95-99% in-stent restenosis. There was still timi iii flow in the graft and the native vessel. Revascularization was performed with the deployment of two des to the in-stent restenosis in the svg to the om. Another des was deployed, overlapping with the in-stent restenosis in the lad.